Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported of a motor error alarm from the insulin pump. The customer's blood glucose level was 72 mg/dl. The customer stated that she was changing her infusion set and received a motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify excessive no delivery alarm due to motor error alarm. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.